Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2025, day 123 post insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 30 nov 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 30 nov 2025. D8 was this device serviced by a third party? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.